Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off events in between 05-jun-2024 and 19-jun-2024. The infusion set was in use for about a day and a half for the first one, the second one was only a few minutes, and for the third for almost two days. The glucose level was in between 100-200 mg/dl for first two. No further information available.